Manufacturer narrative:
(B)(4). Additional information: the analysis results confirmed that the lt200 cartridge was received in good visual condition. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 2 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Event described could not be confirmed as the cartridge did not fell apart during the analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how did clips fail when clip holder/cartridge detached (did clips fall out of cartridge)? User failed to reload the clip applier with the clips from our lt200 as the clips kept malforming when applying. After a few trials of applying, the cartridge detached from the holder. The user opened a second box but still they could not reload with the clip applier after a few try. Did clip cartridge components fall into patient? Nothing fell into the patient as they reloaded away from the patient. If component fell into patient, was component retrieved? N/a. Additional information : was the clip malformed when trying to load the clip into the jaws of the clip applier? Yes. Clips malformed when being applied to the clip applier. After a few times clip failing, the clip holder detached. Were any clips loaded into the clip applier and fired on tissue? No, the nurses were not able to load the clips onto the applier.

Event description:
It was reported that prior to a right hemicolectomy procedure, a new box of clips were opened for ligation but the clips malformed when nurse was reloading with a proper clip applier. After failing to capture the clips for a few times, the white clip holder was detached apart and all clips failed. A second clip holder was opened but also failed to be loaded by malforming. Procedure was completed with same like product. Delay of ten minutes. There were no adverse consequences for the patient reported.